Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Reporter alleged obtaining the results of 82 mg/dl, 120 mg/dl, 80 mg/dl, and 171 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that she ate something after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter is out of the strips, so no product will be returned for evaluation.

Event description:
Reporter alleged obtaining the results of 82 mg/dl, 120 mg/dl, 80 mg/dl, and 171 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that she ate something after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter is out of the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.